Event description:
Device issue: difficult to position, failure to deploy-foot, difficult to remove. Time of device issue: during vessel closure. Adverse event: vessel damage, surgical repair. It was reported that a tech trained in the use of the perclose proglide device, attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, difficulty was encountered during device advancement in the artery. During foot deployment, it "didn't feel right" and the foot did not fully deploy. The foot was retracted and an attempt was made to remove the device but it was "stuck". Add'l force was applied to device and the device became caught on the intima of the artery, which lead to avulsion of the intima to the outside of the arteriotomy site. The vessel was surgically "patched". There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4) -pt selection, against resistance, excessive force. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.